Event description:
It was reported to olympus that scope communication errors b30 and e216 occurred during a diagnostic cystoscopy procedure using the hd camera head. The procedure was completed using the same equipment. There were no reports of patient or user harm associated with the event.

Manufacturer narrative:
Section e1: establishment name: (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, (1) scope error e216 is an error occurring when abnormality occurs on communication between endoscope and processor. It is presumed that the communication error occurred due to cable failure. It is presumed that the cable failure was caused by a flooded connector. (2) b30 is a scope communication error occurring when unable to communicate with the endoscope. It is presumed that a communication failure occurred due to cable failure. However, a definitive root cause could not be determined. The subject device was received at an olympus service center for evaluation. During inspection and testing, the customer¿s reported issue was confirmed, and it was found that the video connector (scope connector) had a defective appearance, the connector was flooded (moisture), and there were white scratches in the image. Olympus will continue to monitor field performance for this device.